Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification (phaco) tip with part of phaco in wrench and part in a sleeve was received, no consequences. Sample was visually inspected and found to be nonconforming, broken at cone to transition area, breakage is very jagged. Cracks observed on both parts of the cannula where the part broke in two pieces. One of the broken pieces was broken inside the sleeve. Back hole was a little off center. Wall thickness is very uneven. Thin walls on one side & thicker walls on other side, on both pieces at break area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to further investigate the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that phacoemulsification tip broken into two in sleeve during cataract surgery with intralocular lens implantation surgery. The surgery was completed on the same day after removal of tip from eye and replacing the tip with another one. There was no impact to the patient.